Event description:
It was reported that the device was used in an unknown procedure. It was reported that the device did not close properly. The clips did not form properly. The case was completed with a similar device. There was no patient consequence.